Event description:
Distributor reported the customer claimed that the insulation on the wolf hook electrode was torn by a sharp edge of the cannula and caused 3rd degree burns to the pt around the port site (left lower portal). The burn was excised and sutured.